Manufacturer narrative:
(B)(4). The reported complaint of the guide wire kinked upon removal was confirmed. No sample was returned but the customer sent a picture of the damaged guide wire. Examination of the picture revealed multiple kinks throughout the wire. No damage was observed. The report was reviewed; however, a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of the guide wire kinking upon removal could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU during the removal of the guide wire, the guide wire kinked. The guide wire was removed without issue and with no cause to replace it. There was no reported delay, death, or complications to the patient as a result of this occurrence.